Event description:
The customer reported via phone call that they had excessive failed self-test alarms on the insulin pump. Customer stated the alarm occurred 13 times. It was also found the insulin pump would power off and restart when the alarm was cleared. Customer's blood glucose was 144 mg/dl. The customer also reported being hospitalized in the past for bronchitis. It was also found the customer would have infections. The customer was unclear about the details of the infections. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.